Manufacturer narrative:
Device passed displacement test and self test. The audio tones/beeps functioned properly. No missing segments/partial display, flashing white light on display or blank display noted. However, pump error 63 alarm confirmed in the device history due to broken trace on u1 keypad assembly. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump's screen turned white, informed that the volume was really loud, they was unable to turn down and also informed that there were a crack on the insulin pump. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer reported that the display was solid white. Customer did not reported that insulin pump screen flashing when screen was turned on after being in sleep mode. The insulin pump will not be returned for analysis.